Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left inguinal hernia repair, the diaphragm came apart while inserting a mesh. There is no possible retention of parts in the patient. No details were provided regarding patient outcomes.